Event description:
Additional information received noting that the patient has been referred for a full revision. It was also noted that the device is currently off and the patient had x-rays in the past. The x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date.

Event description:
During a periodic review of the programming history database it was seen that patient has high lead impedance and low output current on their device. No explant has been reported to date. No additional relevant information has been received to date.